Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Dissection and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had a 2.5 x 12 mm xience v stent implanted on (B)(6), 2011. The patient returned on (B)(6), 2011 with what was referred to as a "thrombotic" event. The physician thought there might have been a dissection distal to the implanted stent, which was causing thrombus. Re-intervention was done by ballooning and placing an additional stent. Anticoagulation regime was changed from plavix 1/26 to effient & integrilin on 2/1 during & after the case. The patient outcome was good. No additional information was provided.